Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. The probable root cause is application, dressings should be changed around every 3 days but in some cases may be left in place for 7 days. If the adhesive integrity is compromised due to prolonged wear, the surgical site may be susceptible to external contamination. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required no batch/lot number has been provided, therefore a review of the device history has not been possible the complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that in a clinical observation of "use of negative-pressure wound dressings to prevent surgical site complications after primary hip arthroplasty: a pilot rct", that the pico negative pressure wound therapy + opsite (smith & nephew) was applied in 76 patients, one of these patient presented superficial incision surgical site infection. It is unknown treatment for this complication. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.